Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump¿s screen was cracked, rendering the device compromised for use and no longer water resistant, and a replacement was arranged while advising the user to maintain backup therapy and sync data before returning the original device. Symptoms included no reported adverse clinical effects. Outcomes included no impact to health, no medical intervention, and no hospitalization. Customer care provided support that included coordination of replacement with shipping of a return label. Investigation of this case revealed a damaged display component consistent with screen breakage, with device functionality in question due to the physical damage. It was concluded that the event was attributable to physical damage to the device¿s screen, with no evidence of a malfunction causing clinical harm.